Manufacturer narrative:
While it is not definitively known if the jeltrate used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The device was returned for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient's tongue began to tingle and had an orange/yellow appearance after an impression was taken with jeltrate. Upon returning home, the patient reported that the symptoms had resolved without intervention. The patient returned to the office at a later date at which time a small amount of material was placed on the patient's tongue with a similar reaction.